Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the (B)(6) device got a low flow alert 01 (patient line open) and alert 02 (low flow). The user stopped and disconnected, filled then restarted and flow was up to 3l/m and was dropping slowly was down to 1.9 l/m then 1.8 l/m and steady. Asked to call back if drops less than 1.6 l/m.

Event description:
It was reported that the arctic sun device got a low flow alert 01 (patient line open) and alert 02 (low flow). The user stopped and disconnected, filled then restarted and flow was up to 3l/m and was dropping slowly was down to 1.9 l/m then 1.8 l/m and steady. Asked to call back if dropped less than 1.6 l/m.

Manufacturer narrative:
The reported event was confirmed use related. The root cause of this failure is "misconnection of supply and return lines". The device failed to met specifications due to the user. The product was used for diagnostic and treatment purposes. The failure was caused by the misuse of the product. A DHR review was not required because the investigation was confirmed - use related. Therefore, no additional action is required at this time. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. Although the product family is unknown, the gel pad ifus are found to be adequate based on past reviews. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.